Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit ii¿ syringe with needle experienced leakage. The following information was provided by the initial reporter: blood came out from barrel crossing double retention ring of syringe.

Manufacturer narrative:
The photos were received by bd for evaluation. A quality engineer was able to review the photos of a discarditii 5ml with 221 from lot #2155984 regarding item #301285 with the reported issue that leakage. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for leakage and no leakage was found in the ten retention samples. The investigation and simulation were carried out on retention samples where the investigating team has functionally tested the samples for leakage and no leakage was found in the retention samples. The investigation was also carried out on the photograph as well. The photograph confirms the reported defect of leakage, but the root cause could not be determined based on the photograph. Based on the photograph the leakage is confirmed as there is visible blood flowing backwards after the plunger. This leakage could be a one of case where the plunger tip may be damaged or has a dent. The probable root cause can only be determined after investigating the original sample. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
No additional information.